Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2012, due to cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity." The user facility was notified of the event on june 18, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00872 / 00873).

Manufacturer narrative:
This follow-up report is being filed to relay that the attached user facility medwatch report refers to the same event. This follow-up report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00872-1).